Event description:
According to the physician, the cause of death was due to ventricular tachycardia. No device malfunction was suspected.

Event description:
It was reported that the patient had expired. The device was interrogated and a ventricular tachycardia episode was recorded. The cause of death is unknown. Further information was requested but not yet received.